Event description:
It was reported that the device exhibited noise on the atrial channel. The noise could not be reproduced in clinic and the physician elected to continue to monitor the device. The device remains implanted.